Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer also reported the stuck button alarm. Customer installed new batteries and monitored the insulin pump for 2 hours frozen display recurred. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was damaged. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. Trouble shooting was performed and the customer will discontinue to use the device.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place properly. The pump passed the displacement test and keypad voltage test. Pump failed selftest with pump error 75, active current measurement and sleep current measurement due to moisture damage. All buttons function properly. No blank display noted during testing. No stuck button alarm noted during testing. Stuck button alarm listed in pump history at (B)(6) 2022 19:56:42.000. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1, pcb2, and motor home switch. Moisture damage was noted to keypad assembly and j1 connector on pcb1 during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, missing display window cover, cracked lcd window, moisture damage, corroded motor home switch. Unresponsive keypad was not confirmed, however moisture damage was noted on pcb1 j1 connector. Stuck button error alarms noted on (B)(6) 2022 19:56:42.000 in pump downloaded history. Pump error 75 confirmed, due to moisture damage. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump return for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section. The information related to health effect- clinical code and component code has been updated and provided in h6 section of this report.